Event description:
The customer reported that during a surgical case, the device had issues maintaining pressure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. If this type of malfunction were to recur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic.